Event description:
It was reported that the patient underwent a total knee arthroplasty in 2007. Subsequently, the patient was revised in 2008 due to a broken locking bar. The locking bar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device found evidence of cleavage steps, however, there is no evidence of plastic deformation or necking at the fracture site.